Event description:
It was called in to patient services on (B)(6) 2011 that this lead has low impedances under 20 ohms and there was a red alert notification. Patient will be further tested. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).